Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, a stent dislodgement occurred. The lesion being treated is unk. During unpacking the nurse noticed that the stent had dislodged. It happened when she pulled the protective tube off the stent delivery system. The procedure was completed with a different device. There were no pt complications or injury and the pt status is listed as "stable".